Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500-600 mg/dl. The customer was treated with insulin. The customer mentioned that the cannula is bent on top of the skin. The customer declined to troubleshoot for bent cannula and high readings.